Event description:
A cartridge change error was reported for the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. Technical support guided the customer through troubleshooting steps, including inspecting and cleaning the pump's components, which led to successfully loading the cartridge and resuming insulin delivery. No replacement cartridges were needed, and the customer was advised to monitor the system's performance.